Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed the device was released meeting all quality requirements and manufacturing specifications. The user guide states that a decrease in platelet count is a potential risk associated with dialysis therapy and monitoring of the patient should be performed regularly to ensure an appropriate response to therapy. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 18 jul 2019 from a healthcare professional (hcp) via the distributor, stating a (B)(6) year old female experienced a decrease in platelet count with no report of symptoms after treating with the nxstage system on (B)(6) 2019. Additional information was received from the hcp stating the patient changed to a dialyzer from a different manufacturer on (B)(6) 2019, and platelet count increased. Follow up information was received on 19 sep 2019 from the hcp stating the patient experienced bruising and mucosal bleeding with the low platelet count on (B)(6) 2019. No medical intervention was required.